Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the barbed suture was used. It was reported that apparently the needle has snapped off the barbed suture. There was no adverse patient consequence reported.